Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that the catheter was unable to be set to catheter connector properly. The user could not confirm whether they are set properly or not. There was no reported patient injury. No other information was provided.